Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation to cease treatment. In the letter the dentist states the patient had a comprehensive exam completed. Discussed with patient that it is recommended doing ortho through an accredited orthodontic office for in-person monitoring of teeth movement. Patient has recession, incisal wear and occlusal wear. Full perio chart shows 1-3mm with localized 4mm posterior and minimal bleeding. Patient has gingival inflammation.

Manufacturer narrative:
Additional information was provided by the patient after the event. H6 codes added. Inflammation. Deformity/ disfigurement.